Event description:
It was reported by service report that the coil cord was pinched and exposed a bare wire which caused the cpu board to stop working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - power coil cord.